Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacture.

Event description:
The scope communication error was found during a pre-use check.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image and error e216 occurred because the signal cable was cut at the dent of the image sensor unit cable. Additionally, bending of the dent part caused the broken signal cable to come apart. It¿s likely the dent of the image sensor unit cable was caused by excessive twisting or bending of the universal cord. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had no image displayed due to an e216 error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the curved rubber adhesive, the operating angle fixing part was loose, and watertightness was not maintained due to holes in the universal cord. Scratches were found on the curved rubber, the video connector, the operation part, the grip, the up/down plate, the right/left plate, the nigiri cover, the light guide connector, the light guide cover glass surface, the video connector case, and the forceps elevator lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.